Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: air leaking from the adjustment wheels, a leak between the scope body and the upward/downward angulation control knob due to a crack on the scope body, damage on the up/down knob, the air/water cylinder and the suction cylinder had no color, the light guide lens had a crack, the connecting tube had a cut, the adhesive around the light guide lens had discoloration, and there was corrosion around the forceps elevator arm. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The stained lens was likely caused by the light guide glue peeling off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, etc., which resulted in humidity invading the light guide lens leading to corrosion; however, a definitive root cause of the stained lens could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the evis exera iii duodenovideoscope for maintenance and reported that air was leaking from the adjustment wheel. Upon inspection and testing of the returned device, it was observed that there was discoloration inside of the light guide lens. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to h10 of the initial medwatch. The instruction for use (IFU) statement was inadvertently left out. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: air leaking from the adjustment wheels, a leak between the scope body and the upward/downward angulation control knob due to a crack on the scope body, damage on the up/down knob, the air/water cylinder and the suction cylinder had no color, the light guide lens had a crack, the connecting tube had a cut, the adhesive around the light guide lens had discoloration, and there was corrosion around the forceps elevator arm. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The stained lens was likely caused by the light guide glue peeling off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, etc., which resulted in humidity invading the light guide lens leading to corrosion; however, a definitive root cause of the stained lens could not be identified. The suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor the field performance of this device.